Event description:
The customer reported low bgs. It was informed that the paramedics were called to the house, treated the customer, and left. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. The customer pressed the reservoir's plunger. Suggested to the customer call their doctor to discuss possible cause of low bgs.